Event description:
This lead was capped due to high impedances, high thresholds and possible clavicular crush. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 23 cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment was not returned. The analysis showed that the insulation was found abraded through 12 cm distal to the is-1 connector pin. The abrasion was consistent with exposure to constant friction against the generator housing. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.